Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device does not charge. Multiple chargers were attempted by the user with no change. The pin was found to be missing from the port. There was no patient involvement, therefore no health consequences or impact occurred.